Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3387-28, lot# 0209392893, implanted: (B)(6) 2015, product type: lead; product ID 3387-28, lot# 0209376814, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that impedances were measured at the end of the stage-two implant. Impedances of >40,000 ohms were measured on contact 11 and the contact could not be used. All other contacts were within normal limits. It was unclear which lead or extension wen to which side of the body. It was noted that impedances were checked twice while the patient was still on the table. The issue was not resolved. Follow up information indicated the programming was working well and the patient was receiving effective stimulation. For that reason, there were no interventions planned.